Event description:
As reported, during a hernia repair procedure in (B)(6) 2022, the patient was implanted with a bard flat mesh. As reported, post-implant of the mesh, the patient experienced pain and bulging (swelling) in their abdomen. As reported the patient¿s surgeon has stated that ¿all looks good.¿

Manufacturer narrative:
As reported, post-implant of the bard flat mesh, the patient experienced pain and swelling. The information provided is limited. Based on the information available, no conclusion can be made. Review of manufacturing records confirms the product was manufactured to specification. Note, the date of implant ((B)(6) 2022) is provided as a best estimate based on the available information. Note, the date of event ((B)(6) 2022) is provided as an estimate, based on the date of awareness of the reported event. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned - remains implanted.

Event description:
As reported, during a hernia repair procedure in may 2022, the patient was implanted with a bard flat mesh. As reported, post-implant of the mesh, the patient experienced pain and bulging (swelling) in their abdomen. As reported the patient¿s surgeon has stated that ¿all looks good.¿ addendum per additional information: as reported, during a right inguinal hernia repair procedure on (B)(6) 2022, patient was implanted with bard flat mesh. It was reported that about one year ago in 2023 patient underwent a CT scan due to complaints of pain and swelling and the surgeon advised the results were normal, although patient continues to experience discomfort and swelling in groin and testicles and difficulty with urination.

Manufacturer narrative:
As reported, post-implant of the bard flat mesh, the patient experienced pain and swelling. The information provided is limited. Based on the information available, no conclusion can be made. Review of manufacturing records confirms the product was manufactured to specification. Addendum: h11: this supplemental MDR is submitted to report the additional information received and to correct date of implant. The additional information received is limited and does not assist in determining a root cause for the patient¿s reported symptoms. Based on the information provided, no conclusions can be made as to the degree to which the device may have caused or contributed to the reported adverse events. Updated fields: a2, b4, b5, g3, g6, h2, h6, h10. Corrected field: d6 a (date of implant) note, the date of event ((B)(6) 2022) is provided as an estimate, based on the information received. H3 other text : not returned - remains implanted.